Event description:
On (B)(6) 2012 reports at new implant, competitors atrial lead dislodged. Lead was a 5568 (B)(6) replaced with 5076 (B)(6) with normal operation. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).